Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer had several high blood glucose that prompted a hospital visit. Most recent blood glucose was 224 mg/dl. Troubleshooting was done. Customer's blood glucose was 598 mg/dl. Customer was wearing the insulin pump at the time of hospital visit. Customer was treated with insulin pump and manual injection. Customer stated that patient had gastric bypass 2 years ago and was dehydrated which would contribute to the high blood glucose. Customer still in the hospital. The insulin pump appears functioning correctly. Checked the alarms, there was no delivery alarm. Troubleshooting was done for no delivery and it was resolved by a complete change. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.